Manufacturer narrative:
Addendum for additional information received: the device was stored as per the labeling. The user was certified on the use of the mynx device. The mynx was prepped according to the instructions for use (IFU) and the balloon was prepped with 100% saline. Hemostasis was achieved with another mynx of a different lot and the procedure was completed. The patient was noted to have recovered. As reported, during prep, after inflating the balloons from 2 different 6f/7f mynxgrip vascular closure devices (vcd), the balloons would not deflate. The devices were not inserted into the patient. The devices were stored as per the labeling. The user was certified on the use of the mynx device. The mynx devices were prepped according to the instructions for use (IFU) and the balloon was prepped with 100% saline. Hemostasis was achieved with another mynx of a different lot and the procedure was completed. The patient was noted to have recovered. A non-sterile 6f/7f mynx grip vcd involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device. An attempt to inflate and deflate the devices confirmed the user's complaint. The balloon remained partially inflated when the inflation indicator was retracted completely. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger prohibiting the balloon from deflating completely. When the proximal end of the polyimide shaft is pushed against the plunger it traps the fluid in the balloon resulting in a balloon failure to deflate. Five sterile unused mynxgrip devices from the same lot were received for evaluation in the original sealed packages. All the samples were visually inspected and no anomalies were observed. Inflation and deflation testing was performed on the balloons of the sterile unused devices (mynxgrip instructions for use (IFU)). The balloons were fully inflated and pressure were held with proper functioning of the inflation indicators. All the devices passed the inflation and deflation test and are deemed to meet specifications. A device history record (DHR) review of lot f1808902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon failure to deflate¿ was confirmed through analysis of the returned non-sterile device. However, there were no issues noted with the sterile devices received from the same lot. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the non-sterile device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00737 and 3004939290-2018-00738.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1808902 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has not been returned for evaluation. Additional information will be submitted within 30 days of completion of the product evaluation.

Event description:
As reported, during prep, after inflating the balloons from 2 different 6f/7f mynxgrip vascular closure devices (vcd), the balloons would not deflate. The devices were not inserted into the patient. Both devices are available for analysis. Five (5) devices from the box with the same lot numbers will be returned.